Manufacturer narrative:
Follow-up #1 date of submission 08/02/2013 -device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no defect was found. A visual inspection, and a fill test of the cartridge were performed and no damage or defects were noted. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the smell of insulin was present in cartridge chamber, and leaking cartridges this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.